Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for the last 3-4 weeks their left leg has felt electrified. Patient stated that it is affecting their gait and it feels like their leg is going to give off when they are going downstairs. Patient mentioned that they typically charge their implant twice a week and this week they went to charge the implant and saw that the implant battery had depleted. Patient said that they had just charged the implant a couple days prior to that (as they charge on sundays and wednesdays) and when they turned the therapy back on immediately their leg had the electrical feeling which is intermittent and not constant. Patient stated they decreased the intensity and the feeling went away and then they increased back to where they were and the feeling was there again. Patient stated they were currently on group b with intensity at 0.9 and noted they normally run therapy group b. Patient stated they had not tried a different therapy group since the issue occurred. Agent reviewed decreasing intensity as well as changing therapy groups and also reviewed role of rep. Agent provided nas number and the patient was redirected to their healthcare provider to further address the issue.